Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. No sticky button, frozen display, keypad error or button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners and a cracked reservoir tube lip. Moisture damage was found on electronic and motor assembly.

Event description:
Customer's mother reported a keypad error alarm on the screen of the insulin pump. Customer stated that they removed the battery and the insulin pump alarmed and was then frozen and unresponsive. Customer stated that they jumped into the pool with the insulin pump on. Customer's current blood glucose reading is 92 mg/dl. No further information reported.